Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18sep2020.

Event description:
The customer reported the alarm light emitting diode (led) is working however the unit is alerting to an alarm led failure. There was no patient involvement. The field service engineer (fse) advised the customer to verify the issue by swapping the graphic user interface (gui) with another unit and to replace the power switch overlay. The customer replaced the power switch overlay and the issue is resolved.